Event description:
It was reported that during use of this intravascular administration set for infusion of insulin, the cannula was found to be bent, requiring a correction bolus to address elevated blood glucose levels. Blood glucose measured in the 300s, peaking at 330 mg/dl. No permanent injury was reported.